Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. There were no photos or physical samples received for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.

Event description:
The customer reported that the leg bag was being folded on the flap at the top, which was causing the top connector to somewhat crimp and then not allowing urine to flow into the bag. The customer had to hold his catheter so it wouldn't overflow. There was no harm reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Please note: per the customer, neither the product ID or lot number are available. As a result, the UDI could not be determined.